Event description:
It was reported that prior to use foreign matter was discovered on needles with a bd safetyglide¿ needle. The following information was provided by the initial reporter: it was reported that ma noticed "white particulate" on a couple of safetyglide needles.

Manufacturer narrative:
H.6. Investigation summary: one photo and one safetyglide needle assembly inside and opened blister pack from batch 9143604 was received and evaluated. It was observed in the photo and physical sample there was a small white foreign matter particle present on the cannula and some dried fluid droplets on the inside of the shield. The foreign matter appeared to be a piece of plastic and was larger than level 3 in size, which was rejectable per product specification. The debris was then examined using 40x magnification and was visually identified as plastic. Potential root cause, plastic dust may be created throughout the manufacturing process via conveying and vibration of plastic components. It appears that some of this dust was in the needle shield when the needle shield was pressed on the needle hub assembly. Bd acknowledges that the sample provided by the customer has plastic debris on the needle. This is the first (1st) complaint for foreign matter for this batch with two (2) reported occurrences, therefore, no corrective or preventative actions are proposed in the scope of this complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on needles with a bd safetyglide needle. The following information was provided by the initial reporter: it was reported that ma noticed "white particulate" on a couple of safetyglide needles.